Manufacturer narrative:
Prismaflex st150 set has been temporarily approved for use in the us under emergency use authorization eua: (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient was treated with continuous veno venous hemofiltration (cvvh) using a prismaflex st 150 set, when the machine alarmed for air in the circuit. The air was observed in the patient¿s vascular catheter during the patient¿s transfer from the bed to the chair. No air was observed in the return line. It was reported that no lines became disconnected during the patient¿s transfer from the bed to the chair. The cvvh was immediately disconnected from the patient and the vascular catheters were withdrawn. It was reported that ¿as the nurse was withdrawing the vascular catheters, air was present¿. The cause of the air was unknown. The patient became ¿breathless, grey in color¿ and there was a decrease in the peripheral oxygen saturation. The patient¿s condition ¿deteriorated further¿. It was reported that the patient required higher oxygen support. Airway assistance with bag and valve was given. Subsequently, the patient¿s oxygenation improved and the patient was back to using a nasal cannula for oxyten support at 4 liters per minute. No additional information was available.